Manufacturer narrative:
The used burr was returned for evaluation. The adapter body showed significant cracking, consistent with excessive lateral load during use. The inner blade shows minimal abrasion approximately 1 inch from the slough chamber. The likely cause of the shedding is fracturing of the adapter body allowing for misalignment with the inner burr causing friction and resulting in shedding. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a sad procedure it was reported that there were metal shavings noticed. The shavings were removed using the shaver and sucking them out. No patient injury or complications were reported. A back-up device was available to complete the repair. A five minute delay in the procedure was experienced.